Event description:
During the procedure, the generator would not increase temperature and the procedure was cancelled. All ports were tried with no resolution. The procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
One neurotherm rf generator was received for analysis. The returned generator powered on successfully after applying ac power and all ports were tested while monitoring temperature and impedance. Audible tones were emitted were consistent with the modes of operation selected and no hardware anomalies were detected. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause for the temperature issue and subsequent procedure cancellation could not be determined.